Event description:
It was reported that during a device replacement procedure due to normal elective replacement indicator (eri), the right ventricle set screw of the device was missing. The device was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of the setscrew missing from the right ventricular (rv)-channel was not confirmed. Analysis revealed that the rv-setscrew had been installed during the manufacturing phase and was in the device at the start of the implant procedure. The setscrew had become stuck to the wrench tip due to incorrect wrench insertion by the user/physician and pulled out of the device through the septum. As the setscrew was pulled through the septum, it left behind a trail of metal particles and blood inside the septum. This is a user related anomaly.